Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1: initial reporter phone: (B)(6).

Event description:
It was reported that speed was not decreasing. A 1.50mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, speed was not decreasing when dynaglide is on and all trouble shooting were done but nothing was happening. The issue occurred both dynaglide and normal mode. The procedure was completed. No complications were reported.